Event description:
Pt enrolled into the trial. The protege rx stent was implanted in 2008. Six days later, the pt was admitted to the hospital following a spell of near syncope and found to be in 2:1 av block vs complete heart block. A permanent pacemaker was placed three days later, and the pt recovered with sequelae. Arrythmia was associated with the cas procedure and implantation of the protege rx device.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event. The difference in time frame reporting versus the event date is due to the clinical event committee board review of the study events and the failure to notify the MFR of the change in re-classification.